Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Multiple follow attempts were made by tts; however, no response was received by the customer. No additional information was provided.